Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 28mm stent delivery system was returned for analysis. Examination of the crimped stent identified stent damage. Damage was noted to the second most distal stent strut row, with strut lifted and pulled in distal direction. Damage was also noted in the mid-section of the stent with stent strut slightly lifted. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. Examination of the tip found damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.5x28mm target lesion was located in the severely tortuous and calcified left circumflex coronary artery (lcx). A 3.50x28mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the distal end of the stent scraped against the lcx and the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.5x28mm target lesion was located in the severely tortuous and calcified left circumflex coronary artery (lcx). A 3.50x28mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the distal end of the stent scraped against the lcx and the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.